Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. A review of the downloaded data log did not confirm the reported event of inaccurate cgm values. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6)2017. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.